Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited pace impedance measurements of greater than 3,000 ohms. This was first noted at the recent implant procedure the patient had. There was no noise observed. Technical services discussed continuing to monitor. The lead remains in service. No adverse patient effects were reported.